Event description:
Rn of home patient (hp) reports three month old transfer set disconnected from patient line of home choice set during treatment. Rn reports hp received a set change and was treated with 1200 mg ancef and 50 mg gentamicin i.p., prophylactically. Rn reports hp has responded to treatment.